Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was having trouble charging his scs system. The patient was sent two new charging units but was never able to establish a communication with his scs ipg in order to charge. The patient was previously charging once a week to 10 days and now is recharging his ipg for hours at a time and is unable to get a charge on the ipg and can't start stimulation. Surgical intervention may take place at a later date to address the issue.